Event description:
The following information was provided: mps reported communication errors and application showing cup in incorrect hip. Mps confirmed registration/CT landmarks/op-side of acetabulum, cleaned cables, and re-entered application. Wo: cleaned fibers cleaned camera lens ,preformed pm tests and checks, automatic kinematic calibrated right side of rio. Rio passed all required testing, rio is cleared for clinical use.